Manufacturer narrative:
Product ID 3889-28, lot# va1julu, implanted: (B)(6) 2017. Product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update to b1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1julu, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-aug-2021, UDI#: (B)(4), patient code: c76143, device code: c62819, eval code: method 4117, eval code: result 3221, and eval code: conclusion 67 apply to interstim ii (serial#njy374003h) and lead (lot#: va1julu). Device code: c62973, applies to lead (lot#: va1julu) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said they fell in fall 2018 and in (B)(6) 2019 right on the implant. The caller mentioned their concern about the wire being damaged to their healthcare provider (hcp) after the first fall, but they were told that the fall wouldn't affect the implant. The call center suggested having the patient contact the hcp's office to schedule a device check and a possible reprogramming session with a manufacture representative (rep). Later on that day, the consumer called back saying it had been about 7-8 months since they last used the patient programmer (pp) and requested instructions. They added that the patient was scheduled for a head MRI, but forgot the pp and couldn't verify if stimulation was off. The call center reviewed basic functionality and it was determined they were receiving the poor communications screen with and without the antenna. Caller said that they did replace the batteries in the pp. When asked, the caller noted the ins moved when they touched the patient's skin. Since the caller mentioned the patient had a couple falls, the call center suggested having the device checked and redirected the consumers to the hcp's office to schedule an appointment and reprogramming. Eight days later, an hcp called in saying the device doesn't work. As a result of what was reported, caller was advised to advise the patient to wait until meeting with a rep. Later on that day, patient called in saying they need an MRI of their head and needs a rep to come out to check the device. They added that they couldn't communicate to their ins and they were getting the poor communication screen with and without the antenna. The spouse said the patient hasn't used the device in 8 months to a year. They also think the patient might've injured the device because they took a fall. The patient's spouse then said they got relief for six months, but then it stopped working. As a result of what was reported, the national answering service phone number was given to the consumers to give to the hcp to call and request a rep to check the device. No patient symptoms were reported and no further complications have been reported as a result of this event.